Manufacturer narrative:
Additional information: d9: return date: 17-apr-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue/debris throughout the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.0/2.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted and removed due to excessive vault. The problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
Weight-race:unk. Work order search found no similar complaints. Claim# (B)(4).